Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing antegrade approach. The 90% stenosed target lesion was located in an anastomotic shunt in the moderately tortuous and moderately calcified vein. After a guidewire crossed the lesion, a 4.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was not completed. No patient complications were reported.